Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the abdomen. The patient reported experiencing a skin reaction characterized by itching, rash, and pruritus underneath the entire sensor patch. On (B)(6) 2026, the patient sought medical evaluation due to generalized itchiness described as occurring ¿all over her body¿ and noted a rash beneath the sensor patch. According to the patient, no diagnostic testing was performed at that visit, and she was prescribed flonase for use with each sensor change. Due to continued symptoms, the patient consulted an allergist on (B)(6) 2026. The allergist conducted a visual examination and ordered blood testing, which returned negative results. The patient was prescribed cholestyramine (oral, every 24 hours). Additional treatments reportedly included claritin and benadryl; however, the dosing frequency was not disclosed. The patient was also prescribed triamcinolone ointment, to be applied with each sensor change. The patient reported that all medical visits were related to the persistent itchiness that began on 02/19/2026. While the rash resolved, the patient continued to experience generalized itching. At the time of the report, the patient¿s condition was unchanged, with ongoing symptoms of itchiness. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).